Manufacturer narrative:
The device was returned to our us facility as documented in section d9, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. The issue occurred during use in a veterinary procedure, and no adverse health effects were reported in any human. However, out of an abundance of caution, we will report this event, as we also market similar devices intended for human use. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: malfunction during procedure. It flashed a system failure alert and purged the insufflation in the middle of a procedure. We shut down the unit, even connected to a new co2 tank just in case there was an issue there. It restarted and seemed ok, but within a few minutes the same thing happened. Converted to open surgery and the patient is ok. Surgery was a vet surgery. No negative impact on the state of health for a human is reported. Since the device was used in a veterinary procedure we decided to voluntarily report this as a malfunction at least to the us FDA, however we do not report it as a serious injury, since no human was affected and the medwatch reporting system is originally designated for human health impacts.